Manufacturer narrative:
Continuation of d10: dtma2qq crtd, implanted on (B)(6) 2019, 5076-52 lead, implanted on (B)(6) 2018. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right atrial (ra) lead was suspected of fracture due to impedance rise to high impedance values along with loss of sensing and pacing. A new ra lead was attempt, but it was abandoned, because the subclavian vein was blocked resulting in no access for the lead. The ra lead was programmed off. It was also noted that the right ventricular (rv) lead measured very low impedance which had been chronically low and exhibited stable; yet low sensing. No action was taken with the rv lead. The rv lead is still in use. No patient complications have been reported as a result of this event.